Event description:
It was reported that, pt reports massive amount of fluid at the implant site. Blood levels of cobalt are high. Pt is scheduled for revision surgery on. It was further reported that hip components were explanted due to adverse local tissue reaction.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.